Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient stated that the vad failed to restart. The health care providers did not believe this occurred but the patient was admitted for observation.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and three (3) controllers (B)(6) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection. Functional testing of the controller revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Log file analysis revealed a controller power up event without an associated pump start event was logged on 11/jun/2024 at 05:40:39. Review of the event log file revealed that the controller was not in use prior to the power-up event, indicating that the power-up event likely occurred during a controller exchange attempt. Log files also revealed two (2) vad disconnect alarms were logged on (B)(6) 2010 at 02:43:42 and on (B)(6) 2024 at 05:40:45, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm did not clear and no motor start attempt events were logged, indicating that the driveline was never connected to (B)(6). Of note, several clock changes were logged, in which the controller's date was set to on (B)(6) 2010 at 02:43:35 and on (B)(6) 2024 at 02:46:13; no pump ID setting events had been logged on the controller prior to the initial clock change event. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Log file analysis revealed a controller power up event logged on 11/jun/2024 at 09:42:14 followed by another power up with an associated successful pump start event at 09:48:02. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 09:42:18. Review of the event log file revealed that the controller was not in use prior to the power-up events; the controller last had power on (B)(6) 2022, indicating that the controller power-up events and vad disconnect alarm occurred during a controller exchange. Further review of the alarm log file revealed one (1) high watt alarm and four (4) low flow alarms were logged since on (B)(6) 2024. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Log file analysis revealed several controller power up events without associated pump start events were logged on 11/jun/2024 starting at 10:29:35. Review of the event log file revealed that the controller was not in use prior to the power-up event, indicating that the power-up event likely occurred during a controller exchange attempt. Log files also revealed six (6) vad disconnect alarms were logged on (B)(6) 2024 and on (B)(6) 2010, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm did not clear and no motor start attempt events were logged, indicating that the driveline was not connected to (B)(6). Of note, several clock changes were logged, in which the controller's date was set to on (B)(6) 2010 at 02:40:14 and 02:48:57; no pump ID setting events had been logged on the controller prior to the clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. These are additional findings, not related to the reported event. As a result, the reported low flow, high power, vad disconnect, and controller fault alarm events were confirmed. The reported failure to restart could not be confirmed. However, it is likely that the observed controller power up events and vad disconnect alarms were perceived as the reported failure to restart event. Based on the available information, the device may have caused or contributed to the reported low flow and high-power events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change event can be attributed to troubleshooting and the controller with no set pump ID connected to the monitor, triggering the monitor to update the date/time of the controller. A possible cause of the reported vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller, marginal connections of the driveline cable to the controller, and/or the controller being powered on without the driveline cable connected. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA: pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: 1420-controller serial#: (B)(6), h3: yes, d9: yes, return date: 2024-07-08, 1420-controller serial #: (B)(6), h3: yes 1403-controller serial#: (B)(6), h3: yes 1420-controller serial#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420/ expiration date: 31-dec-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-dec-2020 h5: no d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420/ expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-apr-2023 h5: no d1: heartware ventricular assist system ¿controller d4: model #: 1403 / catalog #: 1403/ expiration date: 31-may-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 15-may-2020 h5: no d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420/ expiration date: 30-apr-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that controller had a controller fault alarm for internal battery end of life. The patient was instructed to present to the hospital but the patient attempted to change the controller at home and may have gotten confused and disconnected the driveline to change to the back up controller. While hospitalized, a review of data files showed low flow and high watt alarms on the ventricular assist device (vad) as well as a vad stop. The controller with the controller fault also had vad disconnect alarms. Three additional controllers had vad disconnect alarms, with one of those having an unexpected loss of power. The vad and three controllers remain in use and the controller with the controller fault alarm was exchanged. No patient complications have been reported as a result of this event.